Event description:
It was reported that during a device data review, a single low out-of-range shock impedance measurement (<20 ohms) was noted from this right ventricular (rv) lead. The patient was subsequently admitted to hospital. Boston scientific technical services (ts) was contacted and recommended diagnostic imaging, provocative maneuvers, and a commanded 41j shock to evaluate the system integrity. An x-ray was performed which confirmed normal device placement. The physician also performed the recommended provocative maneuvers, which did not elicit noisy signals nor impedance changes. Finally, a commanded 41j shock was performed which revealed a shock impedance measurement of 67 ohms. The patient was subsequently discharged from the hospital. Ts was re-contacted and it was discussed the lack of changes during provocative maneuvers and a normal commanded shock impedance result were most likely indicative of normal rv lead integrity. It was recommended to continue with close remote follow-up in case future out-of-range measurements are seen. At this time, the rv lead remains implanted and no additional adverse patient effects were reported.